Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, since the failure could not be confirmed, the root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that when using an evis lucera elite colonovideoscope, the insertion tube was damaged. As the procedure was ending, the team noticed something small and black in the patient¿s bowel, which looked like it came from the internal part of the scope. The debris was retrieved with suction. There was no delay in the procedure. There was no patient harm associated with the event. Additional information regarding the event and procedure were requested multiple times but not obtained.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (black debris coming from the scope) was not confirmed. However, the allegation (insertion tube damaged) was confirmed. Additional evaluation findings were as follows: the distal end adhesive and the bending section cover glue were lifting, there were stains on the control body casing and the switch head, and the up/down, left/right angulation was not to specification. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.